Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
On (B)(6) 2015, extension surgery from th9-sai to th3 using expedium was performed on a patient with spinal kyphosis. During surgery, the surgeon felt something was wrong when cutting the rod with the rod cutter, and then the rod could not be removed from the cutter. The rod was finally removed by striking. When cutting the second rod, the same event occurred. The cut surface of the rods were oblique, making it difficult to link the rods using a connector and closed hooks. The procedure was completed with a 10-minute delay and there were no adverse consequences to the patient. Da 11/20/15: additional info received from (B)(6): initial surgery using si polyaxl screw was performed on (B)(6) 2015. Around (B)(6) 2015, the screw cutout was found. Thus the emergency extension surgery was performed on (B)(6) 2015. Therefore, please register si polyaxl screw (1797-12-435/lot# atffhg) as a complaint device. In addition, could you change from "none" to "revision - device related" on complaint category.